Event description:
It was reported that a malfunction alarm occurred. Customer was not using the pump at the time of the event. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.